Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is calling back after receiving a new battery cap. The customer's blood glucose reading was 134mg/dl at the time of incident. Troubleshooting found that the pump has a blank display before and after a battery change and the new battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump was monitored for 24 hours, no blank display noted. The insulin pump was received with high idle current due to faulty lcd driver. No unexpected low battery or off no power alarms noted. No connector isolation tape damage noted on lcd board. No error test noted. The insulin pump was received without battery cap unable to confirm damage. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and shifted end cap sticker.